Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone(B)(6). It was reported that during the pm cs300 intra-aortic balloon pump (iabp) fiber optic unit inoperative. He replaced fiber optic assembly. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a bad fiber optic unit. There was no patient involvement.